Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01446 and 3007042319-2015-01447) submitted for devices related to the same event.

Manufacturer narrative:
The returned controller passed visual inspection and functional testing. System testing did not indicate any abnormal operation of the controller. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm on power port two. Analysis of the device revealed that the controller met specifications; the controller passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with false critical battery alarms are most often attributed to a communication error between the controller and battery. The most likely root cause of the reported event is a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01446 and 3007042319-2015-01447) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the biomedical engineer that the controller is suspected of being faulty. Critical battery alarms with vad stopped were displayed; however, the patient would note that during the same time, the batteries indicated 2 green bars and 4 green bars. Log files were sent to the manufacturer for analysis. It was recommended by the manufacturer to exchange the controller. The controller was exchanged and the alarms were resolved. The effect to the patient was not reported. No further information at this time. Investigation is still in progress. This is report 1 of 2.